Event description:
It was reported to boston scientific corporation on december 11, 2008 that a resolution clip device was used during a procedure performed in 2008. According to the complainant, it was reported that hemostatic clipping did not open. The device could be removed and exchanged. No information was available for patient complications as a result of this event.

Manufacturer narrative:
The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.